Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable a-eura doc# (B)(4) and rev# 13 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A review of the applicable p-eura doc# (B)(4) and rev# 09 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that bd unknown cathena safety shield activation failed it was reported by customer that ed nurse was stuck with a dirty needle after safety failed. Verbatim: ed nurse was stuck with a dirty needle after safety failed. Rn name.